Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened/used enlite sensor was inspected and tested, and passed with accurate readings.

Event description:
Customer reported that the sensor gave inaccurate readings. Customer declined troubleshooting for the insulin pump. The sensor glucose reading was 249 mg/dl while the blood glucose reading was 355 mg/dl. When the sensor read 130 mg/dl, the blood glucose reading was 166 mg/dl. Nothing further was reported.